Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell one of peritoneal dialysis therapy on the homechoice. During troubleshooting, the patient reported that the connection between the patient line and the transfer set was loose. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.